Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between on (B)(6) 2026. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. Of note, the patient was using an omnipod 5 pump at the time of the event. On (B)(6) 2026 at 7:00 am, the patient reported worsening symptoms, including ongoing vomiting, burning sensation in the chest, and severe pain. During this time, glucose levels remained elevated, with fingerstick blood glucose (fsbg) readings reported at approximately 400 mg/dl. The cgm readings were inconsistent, fluctuating between approximately 70 mg/dl, 130 mg/dl, and values greater than 300 mg/dl. Multiple calibration attempts were performed; however, alignment between cgm and fsbg was only temporary, and inaccuracies persisted. The patient also reported that these discrepancies interfered with automated insulin pump delivery. Due to uncontrolled glucose levels and ongoing symptoms, the patient was transported by ambulance to the emergency department (ed). Upon admission, the patient was diagnosed with diabetic ketoacidosis (dka). During hospitalization, the patient received intravenous (IV) fluids, IV potassium replacement, and pain medication (name and route not specified). The patient remained hospitalized for approximately two days and was discharged on (B)(6) 2026. At discharge, the patient reported gradual improvement of symptoms and overall stability. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.